Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2013 to report a transmitter failed error on (B)(6) 2013. The patient did not report any injury or medical intervention. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a transmitter failed error was not confirmed. A root cause could not be determined.